Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that the ICD delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock for atrial fibrillation (af).

Manufacturer narrative:
Further information was requested but not received.